Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 22-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that he circuit board of the device was broken. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause.

Event description:
Olympus medical systems corp. (Omsc) was informed that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.